Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over from the cerner to pyxis. A technical support specialist (tss) dialed into the application server and proceeded to run a downtime query on the ssms (dsserveroltp). Tss noticed that the xml sent time did not tally with the current server time. The tss then deployed the carefusion coordination engine (cce) interface services utility - cce (build 1) through remote smart service (rss). Messages populated until there were over 3000 messages, which were drained after some time. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system, orders were not crossing over from the cerner to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.